Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Below is from an e-mail from com. The heli-coil coming out or the pole clamp is a known issue. (B)(6). I spoke to chad luce with (B)(6) hospital (sold-to account (B)(4)). They have been having problems with pole clamps in alaris equipment. They have had 3 break recently. His feedback was that the screws are too large for the assembly (with the coil springs that come out of the pole clamps). Is there a known issue with these pole clamps? On our end, we have part number 147124-100 for an alaris 8000 pole clamp assembly. I am relaying the customer¿s complaint, especially since chad said he expects to have more issue with the pole clamps. Please let me know if I need to forward the complaint to others, as well. Thank you,